Manufacturer narrative:
D01: intuitive surgical, inc. (Isi) received the permanent cautery hook associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue and found the primary finding of distal yaw pulley thermal and weld damage to be related to the customer reported complaint. The instrument was found to have thermal damage at the bottom of the yaw pulley. One distal clevis ear was cut off to inspect the conductor wire. The conductor wire was found to be broken at the weld. The electrical continuity test failed. Root cause of this failure is attributed to device design.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the permanent cautery hook instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of the instrument log for the permanent cautery hook (part #4 70183-14/ lot # n11210426-0057) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4), with 6 lives remaining. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported during a da vinci-assisted procedure the permanent cautery hook (pch) instrument's plastic tube caught on fire. The site completed the procedure with no report of patient injury. Intuitive surgical, inc. (Isi) has performed follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been obtained.